Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found a damaged conductor wire insulation. Additionally, thermal damage was found on the yaw pulley. The yaw pulley was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test.

Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury.